Event description:
It was reported that the battery gauge was observed to be fluctuating intermittently. The customer's blood glucose level ranged from 120-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.